Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer resolved the issue and declined further follow up from the technical support team.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.